Manufacturer narrative:
The correction was provided in g.3. The correct g.3 date of the initial MDR report submitted is 17-sep-2021. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. No further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient was disappointed with vision, could not see street signs, using mags for reading, also patient had some itchiness, decrease intraocular pressure, some occasional spots of light and early posterior capsule opacification fragment disruption. The patient underwent yag capsulotomy. The doctor prescribed steroidal drops as a treatment to the patient. No more information available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Event description:
Additional information received and confirmed that, the patient symptoms were recovered after capsulotomy procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).